Event description:
Patient complained of some skin irritation of an item in the dressing change kit, but is unable to decipher which item it is. Patient did not elaborate further. No further information was provided. IV remodulin patient using cadd solis pump. (Pah) pulmonary arterial hypertension.